Event description:
A report was received that the patient developed an infection at the midline incision. The physician treated the patient's incision and prescribed the patient IV antibiotics. The physician then decided to explant the entire precision system because the patient developed leakage from the midline incision that was tender, red and swollen. The patient was given IV antibiotics and is reportedly doing well following the explant procedure.

Manufacturer narrative:
The explanted devices will not be returned to bsn for further evaluations, as they were kept by the medical facility.